Manufacturer narrative:
Device evaluation: per visual inspection; damaged air sensor, upstream occlusion (uso) seal buckling. Could not confirm customer complaint of the device not being able to turn on. Powered on the device several times and it was able to turn on. Upon further inspection the unit came in with an error code of 46446. Replaced printed wiring assembly (pwa) board and error code was able to go away. Replaced uso seal, air sensor. Calibrated downstream occlusion (dso) and uso. Updated software to the latest version and reset to standard configuration. Preformed performance verification testing (pvt) and the unit passed all test criteria. No previous repair history related to the current complaint was noted for the last twelve (12) months.

Event description:
The customer returned the device stating, "not turning on and the cap where you go to replace the battery is broken"; during device evaluation it was found that the air sensor was damaged. Patient involvement is unknown.